Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. The customer reverted to an alternate method in insulin therapy. It was reported that occlusion alarms occurred. A supply change was performed to resolve the issue. Customer¿s blood glucose level was 330 mg/dl.